Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted. The t:slim user guide indicates that humalog is safe for use for up to 48 hours. As such, the cartridge and tubing should be replaced if past three days of usage.

Event description:
It was reported that the customer received an occlusion alarm. There was no impact to customer's blood glucose level.